Event description:
During a ptca procedure involving a calcified and 100% stenotic lesion in the proximal lad coronary artery, a pin hole rupture was noted at 10 atm's on the initial inflation. A terumo introducer sheath for vascular access, a heartrail 7f fl4 guide catheter, a conquest guid wire and an everest inflation device were also used in this procedure. No patient injuries or complications were reported.